Event description:
It was reported that the patient was in the hospital for an infection. The pump was infusing fentanyl and baclofen (compounded). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).